Manufacturer narrative:
Analysis summary: complaint not confirmed: the device was tested for its functionality and observed for any sparks that were reported. The device met the products requirements with continuity and the saline flow rate. The device was also tested on raw chicken and following instructions from the IFU and concluded the device had no error messages that generated during the analysis and no failures were detected. No visible sparks were seen when tested for its functionality. The normal popping generated when the coagulation mode was depressed and not touching the chicken or in a pool of saline which is not recommended in the IFU. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding two generator and two handpieces. It was reported that during a sacroiliac and thoracolumbar procedure, the handpieces was excessively sparking. They tried switching the hand pieces and they were still getting excessive sparking. They decided to switch generators and still no resolution. They ultimately decided to not use the generator. There was no impact to patient outcome.